Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an 'er2' issue when attempting to test her glucose with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue denied making any changes to her usual treatment. The patient claimed 2 days later, after the alleged issue started, she felt 'sweaty'. She denied receiving any treatment in response to her symptom. During the initial call with customer service, the agent noted that the patient was using the correct test strips and correct testing technique. However, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.